Event description:
Ref imp # (B)(4).

Manufacturer narrative:
Document review: (B)(4) primary fixed ps tibial insert size 2 thickness 20: code (B)(4)/ lot 092118 (30 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Four items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the revision is device related. (B)(4) primary fixed ps tibial insert size 2 thickness 20: code (B)(4)/ lot 114223 (29 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The breakage of its screw during the revision surgery is highly likely due to something wrong occurred during its tightening and not device related.